Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j. Vena cava filter allegedly experienced migration of device or device component, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 58 years old, male weighed 94 kgs.

Manufacturer narrative:
H10: the lot no for the device was not provided, therefore a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the perforation of the ivc and filter migration. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H10: g4. H11: g1, b5, h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Perforation of the ivc and filter migration was confirmed for the device. However, the investigation is inconclusive for filter tilt. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j. Vena cava filter allegedly experienced migration of device or device component, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) kgs.